Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving vibratory alert. Upon interrogation, it was noted that the alert was caused by non- sustained right ventricular oversensing due to right ventricular lead noise. High amplitude noise was noted on (B)(6) 2018 and (B)(6) 2018. No therapies were delivered. Lead noise was not reproducible upon isometrics. Tachy therapy was disabled. The patient was stable and will continue to be monitored.